Manufacturer narrative:
Based on the claim against the product by the customer noting issue with the iesu, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed c-34 error at power on of the iesu and replaced the iesu to resolve the reported issue. System was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed, and failure analysis confirmed that the unit displayed error c-34 during boot up. The reported event was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to another vsc after the start of the procedure due to repeated errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the site had issue with the bovie on vision side cart (vsc). Before calling intuitive surgical inc.(isi) technical support, the customer had to switch to another vsc. The customer stated that the non-functioning integrated electrosurgical unit (iesu) on the original vsc needed to be serviced. An isi technical support engineer (tse) viewed the error logs and saw multiple c-34 error showing the high frequency voltage too low. The customer continued with the case using the new vsc. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.